Event description:
It was reported that in 2008, a pt underwent implantation surgery. Approximately 20-30 minutes after surgery the pt had cerebral edema. Update 12/2/08: FDA contacted medtronic corporate senior vp of regulatory that the pt died on the following month after surgery.

Manufacturer narrative:
The device is unable to be returned to the manufacturer, therefore, an evaluation of the device performance is not possible. A review of the manufacturing records for lot number cmc34027 show no anomalies.